Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager frequently failed. A field service engineer found corrosion on the microswitches for the latch, cleaned and applied conductive grease and tightened the wiring harness connectors. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system srm had failed 16 times in 30 days. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.